Manufacturer narrative:
Patient information was not provided. The referenced centrimag motor was reported under medwatch MFR report #2916596-2018-02144. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that on (B)(6) 2018 at approximately 1700, the centimag console, paired with the centrimag motor, shut down while entering the elevator following extracorporeal membrane oxygenation (ECMO) insertion. During the brief moment the centrimag was off, the patient's blood pressure, and subsequently heart rate (hr), dropped. Once support was back on, the patient quickly recovered and was transported without further incident. The console and motor were exchanged.

Manufacturer narrative:
MFR date: additional information. Investigation summary: the reported event of a brief system shutdown could not be confirmed nor reproduced during testing of the returned centrimag primary console (serial number (B)(4)). The returned console was evaluated and tested by the service depot. Once received, the console was plugged in to ac power for a period of 24 hours before proceeding with battery maintenance. The console passed battery maintenance with previously installed battery. The console's battery was installed on 25mar2017 and was due for replacement; this was noted as an additional observation and could not be correlated to the reported event. A new battery was installed. The console was then functionally tested per the centrimag primary console service process and the unit passed all tests. A label was installed per field action fa-q318-mcs-1 rwk and 1st generation centrimag system supplemental instructions were included. The reported event could not be confirmed during testing. The returned console functioned as intended during the investigation. As a result, the root cause of the reported event could not be conclusively determined. The tested and serviced console was returned to the rental pool. Reports of similar events will continue to be tracked and monitored.